Event description:
It was reported that during a prostate procedure the fiber tip detached. The procedure was completed with the first fiber @ 105,639 joules because failure occurred at the end of the procedure. Gland volume 25 ml. Lasing time 11 minutes, 09 seconds. There were "no damages to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).